Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
In original contact, customer reported compact plus system blood glucose results of 345 mg/dl and 145 mg/dl within 10 minutes. In a subsequent letter, she reported the results as 374 mg/dl and 145 mg/dl within 10 minutes. In a follow-up call by manufacturer agent, the customer reported she doesn't remember which results were the actual results. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.